Event description:
It was reported that the patient underwent a posterior lateral fusion at t10-ilium. It was reported that 5 months post op the patient underwent a revision surgery to remove and replace the broken rods. No additional patient information was reported.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that: on an unknown date, post-op, following the surgical procedure, patient felt a pain in his back and subsequently rod fracture was diagnosed. Patient was placed in a brace and then second rod fracture was felt. On (B)(6) 2012, patient felt chest pain "more like heart pain" describing it as tightening pain, shortness of breath, pain radiating down right arm and both legs on (B)(6) 2012, patient felt chest discomfort and tightness. On (B)(6) 2012, patient underwent removal surgery. Pre-operative diagnosis: pseudoarthrosis lumbar spine, hardware failure lumbar spine. Status post t10 to ilium posterior spinal fusion (revision). Status post extreme lateral inter-body fusion (l2-3, l3-4). Operation: removal of instrumentation. Exploration of fusion mass. Revision posterior spinal fusion t10 to ilium. Segmental instrumentation t10 to ilium. Post-operative diagnosis is same as pre-operative diagnosis. Intra-operatively, the rods were found broken on both sides. Pseudoarthrosis was identified across l2-l4 segment of the spine. Surge on placed a rod from t10 down to the sacrum on right side and a rod from t10 to ilium on the left side, followed by a third rod as buttress across the osteotomy site attached to the left rod. Fluoroscopy confirmed hardware positioning. Patient tolerated the procedure without complications.

Manufacturer narrative:
(B)(4). The rods have been returned to the manufacturer for evaluation. Analysis results are not available at the time of this report. A follow-up report will be sent when the analysis is complete.

Manufacturer narrative:
Visual review confirms rod breakage. Damage noted on fracture surfaces. No surface defect identified that could contribute to crack propagation. Fracture surface examination of the fractured rods identified ratchet marks near the origin of crack propagation with progressive striations or beach marks emanating from the ratchet marks, until mechanical failure. Dimensional inspection confirms conformance to print specification. After visual, optical and dimensional inspection, no evidence was found that would suggest a defect in manufacturing or processing of the implants. The above observations are consistent with anticipated wear.

Event description:
It was reported that the patient presented to surgery with flat back deformity, lumbar spondylosis, and pseudoarthrosis l3-4, status post l3-s1 posterior spinal fusionx2. Patient underwent the first of a two-stage procedure for pedicle subtraction osteotomy l3; posterior based osteotomies t10-11, t11-12, t12-l1, l1-2; revision posterior spinal fusion t10 to s1; segmental instrumentation t10-s1; left iliac bolt through a separate fascial incision; left iliac crest bone graft; revision laminectomy l2, l3; removal of old instrumentation l3-s1; exploration of fusion mass; separate procedure for removal of bone stimulator; implanted pedicle screw instrumentation, iliac crest bone graft, dbm. The following day the patient underwent a procedure for lateral lumbar interbody fusion l2-3, l3-4 and anterior fusion l2-3, l3-4. At 4 months post-op ((B)(6) 2012) the patient felt a pop with acute worsening of back pain. Radiographs showed a fractured rod. Two weeks later ((B)(6) 2012) the patient again felt a pop with acute worsening of pain. New radiographs showed the other rod fractured. On (B)(6) 2012 the patient underwent additional surgery for revision of hardware.